Manufacturer narrative:
Follow-up #1: date of submission 10/17/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2017 with the following findings: during investigation, moisture was observed under the display lens, with the display having a dim reddish hue. Unrelated to the original complaint a leak test was performed and failed due to a case seal leak. The pump was found to power up to cs69 alarm and was unable to recover from the cs69 at reboot. The ¿cs69¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in the black box; that was confirmed in the black box/alarm history. The error was resident to flash chip (u39). The failure was under investigation under CAPA (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.